Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery. According to the reporter: initial hernia procedure on (B)(6) 2011. Pt brought emergently to operating room, placed under anesthesia and it was discovered injury to the heart and active bleeding. Tacking device ends protruded into the pericardium, 2 of which were cut off and passed off the field and the third one retracted away, but remained outside the pericardium. Hemostasis was achieved and stermotomy closed. Pt remained stable after, did not receive significant blood transfusion and was returned to the ICU in critical, but stable condition.